Event description:
Broken tubing; it was reported that the tubing separated from luer connector, at the zero stopcock junction. The luer connector is still attached to the stopcock port, and a piece of tubing remains in the connector. The tubing appears to have been cut, somewhere in the manufacturing process. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac - vamp adult kit. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). Broken tubing was bent near the bond joint.